Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 9 years ago. Aneurysm morphology at the time of implant was not reported and the aortic neck had an angulation of 30 degrees, and it was reverse funnel shaped. It was reported that the stent graft was recently found to have migrated distally. It is now 20-25 mm from the lowest renal artery. The aortic neck measured 21 mm below the renal artery and it expands to 24 mm. There was no endoleak present. The patient is scheduled for treatment with aortic cuffs at a later date. No additional clinical sequelae were reported.

Manufacturer narrative:
Other (requires secondary intervention) - evaluation results: dilated, angulated and reverse funnel shaped aortic neck. Migration.